Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that trigger sticks on mics handpiece. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0b5n and were accepted into final stock on 05/17/2018. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0b5n shows 01 additional complaint(s) related to the failure in this investigation. Complaint ID: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Trigger sticks on mics handpiece. Surgical delay- =15 minutes. Case type: tha. Mps stated-cutting tool was engaged outside of the haptic boundaries.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Trigger sticks on mics handpiece. Surgical delay- =15 minutes. Case type: tha. Mps stated-cutting tool was engaged outside of the haptic boundaries.